Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, excessive current from the battery pack caused a short to ground, causing the f600 fuse to open. The cause of the inability to power on is the open fuse. The cause of the open fuse is the short. The cause of the short is the excessive current. The root cause of the excessive current cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.